Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from cts, who guided them through inspecting and cleaning the cartridge and pneumatic tap area, and successfully completed the load process, allowing them to resume insulin delivery.